Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the runtime for the batteries at room temperature and they both just made the required one hour of runtime.the batteries are 4+ years old and are due to expire next month. The fse suspects that the combination of cold weather operation and the batteries being at the end of the service life contributed to the unexpected behavior. However, per the cardiosave user manual/guide, we recommend that the unit not be operated on battery if the cardiosave (and batteries) are outside of the recommended operating range of 50f-104f. The fse replaced both batteries, let them charge overnight, and completed runtime testing. The fse then performed calibration and all functional and safety tests as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed low battery getting in to the ambulance to transport patient to aircraft, the iabp ran on battery twenty-nine (29) minutes at bedside before transport was attempted. It was reported that the battery was switch to continue therapy, however the battery only displayed one light, indicating low charge. The iabp failed once patient was loaded on craft, but before engine was ready for transport from bemidji to fargo. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed low battery getting in to the ambulance to transport patient to aircraft, the iabp ran on battery twenty-nine (29) minutes at bedside before transport was attempted. It was reported that the battery was switch to continue therapy, however the battery only displayed one light, indicating low charge. The iabp failed once patient was loaded on craft, but before engine was ready for transport from (B)(6). No patient harm or adverse event was reported.